Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy with no therapy exhaustion. It was noted that the right ventricular (rv) lead was surgically abandoned and replaced due to out-of-range pace impedance measurements greater than 2,000 ohms, which were reproducible via pacing system analyzer (psa) testing. Additional information received reported that this ICD delivered inappropriate shock for either sinus tachycardia or supraventricular tachycardia. The rhythm was 1:1 and atrial driven. A subsequent inappropriate shock was observed at the time of report. Technical services (ts) recommended that the health care professional (hcp) consult with cardiology for further evaluation and reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy with no therapy exhaustion. It was noted that the right ventricular (rv) lead was surgically abandoned and replaced due to out-of-range pace impedance measurements greater than 2,000 ohms, which were reproducible via pacing system analyzer (psa) testing. Additional information received reported that this ICD delivered inappropriate shock for either sinus tachycardia or supraventricular tachycardia. The rhythm was 1:1 and atrial driven. A subsequent inappropriate shock was observed at the time of report. Technical services (ts) recommended that the health care professional (hcp) consult with cardiology for further evaluation and reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.